Event description:
It was reported to us that during a normal procedure, with normal torquing the guide catheter basically collapsed on itself and the physician said it became like a noodle and he was not able to put a wire through the guide at that point. The catheter was in the patient 10-15 minutes when it collapsed. The physician had to cut the guide near the hub, remove it and then continue with a different brand of guide. No kink or twist noticed, the catheter prepped ok. No known patient injury. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4). Collapse evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the guide catheter was cut in two pieces and severely kinked in the area where the shaft of the guide catheter is engaged in the returned introducer sheath. The proximal section of the guide catheter is partially engaged into the introducer sheath. The outline of the guide catheter braid wire is visible through the outer jacket material. The distal part of the cut guide catheter shaft measured approximately 56cm and the proximal part of the guide catheter shaft with the hub measured approximately 47cm and the braid wire is visible at both cut ends. The distal and proximal cut sections of the guide catheter shaft are severely kinked and flattened. The remaining cut piece of the introducer sheath was not returned. The inner and outer diameter measurements were conducted and found to be wi thin the manufacturer specifications. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for damage during use. The analysis is complete as of today (B)(4) 2013.